Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient presented with their atrial lead dislodged. The physician elected to explant and replace the atrial lead. The patient condition was stable.

Manufacturer narrative:
Correction: updated the serial number and product details and included patient identifier and date of birth that was not previously reported.

Event description:
Additional information received notes that there was also high capture threshold noted on the atrial lead.